Event description:
It was reported the patient's ipg was inoperable. Further interrogation confirmed communication could not be established with the ipg via the programmer. Additionally, the patient indicated she had not recharged the ipg in at least a month. Surgical intervention was undertaken to explant and replace the device. Effective therapy was recaptured for the patient following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.